Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a disconnection between the patient line of the homechoice cassette and a solution bag was reported and is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on a homechoice device during peritoneal dialysis therapy. This event occurred during dwell. The patient was connected at the time of the alarm. During troubleshooting, it was determined that the patient line was disconnected which caused system error 2240. The patient confirmed that the disconnection happened between the solution bag and patient line of the cassette. The renal therapy service agent reviewed proper procedures per the user manual with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.